Event description:
Customer reportedly obtained a result of 5.9 inr on the coaguchek system and 4.5 inr on a comparison lab. No treatment information provided. No adverse event reported in regard to this result. Requested return of suspect system and replacement was sent.